Event description:
Consumer complaint of low blood glucose results. Customer states that his normal range is usually about 120-130 mg/dl fasting in the morning. Results in memory reviewed - (B)(6) at 8:28 am 62 mg/dl; (B)(6) at 2:17 pm 169 mg/dl; (B)(6) at 7:18am 45 mg/dl fasting; (B)(6) at 8:46 am 80 mg/dl; (B)(6) at 12:18 78 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).